Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler went blank during dwell 4 of 4. The ok and stop keys and the touchscreen were pressed, and the cycler was rebooted, however the screen remained blank. The patient also reported that a burning smell was observed during troubleshooting. The patient was advised to discontinue use of the cycler. A replacement cycler was issued. It was stated upon initial reporting that an alternate form of treatment was available. Upon follow-up the pd nurse stated that treatment was completed via manual exchange. The reported issue did not result in adverse effects, serious injury, or required medical intervention. The replacement cycler was received. The old cycler was returned. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage on the bezel and bottom cover. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became operational. The touch screen test passed. Voltage verification, system air leak, and valve actuation tests were performed and passed. A simulated treatment (pre-ast 15mins 1000ml) was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.